Manufacturer narrative:
Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced rash and itchiness under wafer mass and tape border for two months. Report also indicated that the rash was weepy and wet. Intermittent appearance over five year use of device. Pt outcome was not noted.